Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported event was confirmed. The foreign material was found to be silicate and protein. Based on the results of the investigation and the information provided, the root cause of the foreign material that remained in the device could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for cf-ez1500dl/I, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for cf-ez1500dl/I, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from the instructions or use (IFU) were identified. Olympus will continue to monitor field performance for this device.